Event description:
It was reported by a customer that on (B)(6) 2011, the fiber was damaged at the tip. Additional information reported by the customer was during set-up the aim test was performed. During the procedure, the fiber damage was noted. There were no error messages that were displayed on the console when the event occurred. The event did not cause any issues with the patient. The user did not experience any injuries from use of the system.